Manufacturer narrative:
This device was explanted and discarded at the hospital, so therefore will not be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated. Upon receipt at boston scientific¿s post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. To determine if the device¿s rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported. Subsequently, this ICD was received at boston scientific for laboratory analysis.